Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the pt developed a drug-induced infection. The index procedure treated a de novo, 90% stenosed, moderately calcified, 2.5x24mm lesion of the mid rca (right coronary artery). Treatment consisted of predilation, placement of a 2.5x24mm taxus liberte stent, and post dilation resulting in 0% residual stenosis with timi 3 flow. The pt returned six days post procedure with a suspected drug-induced infection. The pt's medications were changed from plavix to pletaal. The event was resolved in 2009. The physician felt the event was related to the antiplatelet medications and not the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.